Event description:
Boston scientific received information that this implantable lead had exhibited out of range impedances greater than 2,500 ohms. It was further alleged that the lead had fractured. The patient underwent a revision procedure and a new lead was successfully placed. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.